Event description:
It was reported that there was a black mark on the reservoir of a large volume intermate. This was noticed during or after filling with saline (baxter compounded solution) and before patient use. There was no patient involvement. No additional information is available. Report three of three.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 05, 2014 ¿ june 06, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.